Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02506 and 2134265-2018-02507. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, the ilab system cannot be used and the next icon wouldn't work upon the second pullback in an emergency case which did not improved even after it was restarted. Thus, automatic pullback failed. Furthermore, startup failure occurred during the operation and 119 error was also observed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed acq pc failed to boot up to windows application at the virus scan station. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-02506 and 2134265-2018-02507. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled. During the procedure, the ilab system cannot be used and the next icon wouldn't work upon the second pullback in an emergency case which did not improved even after it was restarted. Thus, automatic pullback failed. Furthermore, startup failure occurred during the operation and 119 error was also observed. No patient complications were reported.